Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced high blood glucose levels. The customer's blood glucose level was 424 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer had been using the insulin pump system within 48 hours of reported high blood glucose levels. The auto mode on the insulin pump was not active during the event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services was dispatched as a result of high blood glucose levels. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.